Event description:
It was reported that approximately one hour post implant, the electrocardiogram monitor showed a period of approximately 5 minutes where the heart rate slowed to 35 - 40 bpm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.